Manufacturer narrative:
If explanted; give date: n/a. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zct400 intraocular lens (iol), implanted in the right eye (od), had rotated to 120 degrees at the patient's six (6) month post op visit. The lens was originally implanted at 102 degrees. It was noted that the patient had no visual distortions; nor does the outcome significantly interfere with activities of daily life. The product will not be returned as the lens remains implanted. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
False} since the product will not be returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.